Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 112 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified as the cartridge was not returned; however, a different issue was identified.